Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller initially used a tandem charging cable and wall adapter, but the pump did not begin charging after being left plugged in for 30 minutes. The issue was resolved when the caller used a different wall adapter, and the pump began charging without needing further assistance.